Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon, trocar balloon and lock collar appeared intact. The insufflation bulb was received. The obturator was received. Pmv performed functional testing, the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated using a test syringe no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal herniorrhaphy ¿ tep procedure, while detaching the dissector, after surgeon inserted the device, he tried to detach 1st, 2nd and 3rd dissector. But detachment was not available/possible, so surgeon could not use the device. There was no patient injury.